Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient is exhibiting an allergic reaction and has been experiencing red, swollen and itchy skin that is getting worse with every consecutive sensor wear. Patient's mother reports that patient has tried many protective skin barriers that have proven unsuccessful. During a routine physician consultation, patient has been prescribed antibiotics and a cortisone cream. At the time of patient's mother call to dexcom technical support, patient's insertion area was still red, inflamed and somewhat crusty. Due to itchiness, patient had scratched the area which has led to slight bleeding.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.